Event description:
It was reported that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the battery spring contact being corroded.